Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 12-jan-2021. The most recent information was received on 18-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dry eye ("dry eyes"), sinusitis ("sinusitis"), insomnia ("chronic insomnia"), depression ("depression"), myalgia ("muscle pain / burning sensation in the muscles"), dyspepsia ("burning sensation in the stomach"), swelling face ("swollen face"), fatigue ("fatigue"), dyspnoea ("breathing problem"), mental disorder ("psychological malaise"), suicide attempt ("suicide attempt") and metal poisoning ("tin poisoning (levels of 3.81)"). At the time of the report, the pelvic pain, dry eye, sinusitis, insomnia, depression, myalgia, dyspepsia, swelling face, fatigue, dyspnoea, mental disorder, suicide attempt and metal poisoning outcome was unknown. The reporter provided no causality assessment for depression, dry eye, dyspepsia, dyspnoea, fatigue, insomnia, mental disorder, metal poisoning, myalgia, pelvic pain, sinusitis, suicide attempt and swelling face with essure. The reporter commented: the hysterectomy was scheduled for (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: tin poisoning levels of 3.81 with a lot of adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-jan-2021 this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dry eye ("dry eyes"), sinusitis ("sinusitis"), insomnia ("chronic insomnia"), depression ("depression"), myalgia ("muscle pain / burning sensation in the muscles"), dyspepsia ("burning sensation in the stomach"), swelling face ("swollen face"), fatigue ("fatigue"), dyspnoea ("breathing problem"), mental disorder ("psychological malaise"), suicide attempt ("suicide attempt") and metal poisoning ("tin poisoning (levels of 3.81)"). At the time of the report, the pelvic pain, dry eye, sinusitis, insomnia, depression, myalgia, dyspepsia, swelling face, fatigue, dyspnoea, mental disorder, suicide attempt and metal poisoning outcome was unknown. The reporter provided no causality assessment for depression, dry eye, dyspepsia, dyspnoea, fatigue, insomnia, mental disorder, metal poisoning, myalgia, pelvic pain, sinusitis, suicide attempt and swelling face with essure. The reporter commented: that the hysterectomy was scheduled for (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): blood test on an unknown date: tin poisoning levels of 3.81 with a lot of adenomyosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.